Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3: date of event: unknown. The date received by manufacturer has been used for this field. D.4: medical device expiration date: unknown. H.4: device manufacture date: unknown. H.6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3: other text : see h10.

Event description:
It was reported that 1 unspecified bd¿ needle leaked drug during use. The following information was provided by the initial reporter: verbatim: clinical dietitian reported that patient has a bit more upset stomach from certain foods (cramps/pain nausea) one day this past week, when giving injection, pt reporting that almost whole dose of diluted drug leaked out around the area where it screws together and not sure if she actually got much of drug. In summary, the needle/syringe issue caused a missed dose. Unknown if md aware, no other adverse events reported due to missed doses. No further information reported. Consent to contact the patient's